Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the swg (spring wire guide) tends to kink, which makes it hard to insert catheter. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire assembly and the product lidstock for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The straightener tube was present on the assembly but the cap was not and no other components from the kit were returned. Visual examination of the guide wire revealed that the guide wire did not have any significant kinks in the body but had several slight kinks/bends. The kinks/bends were in all locations along the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kinks/bends in the guide wire body. Both welds were present and were observed to be full and s pherical. Evidence of use in the form of dried blood was observed on the guide wire body. The distinct kinks/bends in the guide wire were located 65, 81, 163, 305 and 414 mm from the distal tip. The overall length of the guide wire measured 602 mm which is within specification. The outer diameter of the guide wire was also within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. (Con't) other remarks: a device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had slight kinks/bends in several locations along the body. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the swg (spring wire guide) tends to kink, which makes it hard to insert catheter. A new kit was used.